Manufacturer narrative:
Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 23-jul-2017 through aware date (B)(4) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages. When consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. Under chapter 1, introduction and applications, the manual states the following: the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. 1.4 storage and stability columns are warranted for 2500 injections. The most probable cause of the reported event was failure of the column as a result of being used past the 2500 injection count recommended by the manufacturer.

Event description:
A customer reported getting error message 100 pressure high and p00 peaks after the ao peak on the g8 analyzer. The customer reported that the filter was replaced, but the pressure remained high. The column count was at 3198 injections. The technical support specialist communicated to the customer that the column was past warranty of 2500 injections and advised replacing it. The customer did not know whether a replacement column was available in their inventory, but was to check on status of shipment that had already been placed. The technical support specialist followed-up with the customer at a later date and confirmed that shipment of new column was received by the customer the following day. The customer installed the new column and calibrated the g8 analyzer. Quality controls were reported to be within range. The customer reported that pressure was within specifications at 7.8 megapascal (mpa). No further action was required. The reported event resulted in delay reporting of hemoglobin a1c (hba1c) patient results. There is no indication of any adverse health consequences or medical intervention due to the delay in reporting of patient results.